Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed that the psu was defective. The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply unit (psu) that was inoperable. There was no patient injury reported as a result of this incident.